Event description:
Drill bit broke during drilling of metatarsal. The broken piece required removal so that the surgery could proceed.

Manufacturer narrative:
Follow up analysis of the returned twist drill found indication that the material was pre specification. Indications showed that the failure was caused by stresses beyond the strength of the twist drill, not due to defects in the material or manufacture of the product.